Event description:
The device was used during an unknown procedure. Reportedly, the device did not fire properly after the 2nd reload was applied. Another instrument was used to complete the procedure. No pt injury was reported.